Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured from october 22, 2021 - october 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder suggesting an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device was filled with fluorouracil 3.5g plus 0.9% normal saline with the total volume of 240 ml. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.